Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) started to emit tones and was unable to be interrogated by the programmer. The device was explanted. Testing during the replacement procedure, normal pacing and defibrillation measurements were encountered. A new device was implanted on the chronic lead system.